Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had power issues with the pump. The patient stated that the problem with alarms started last weekend. The patient stated that they had to replace the battery numerous times and from a different box. The patient stated that there are no vibrations or sounds heard from pump and the display was completely blank. Instructed to replace battery with a new alkaline battery from a different box. The patient stated that the pump had some vibration and chirp sounds. The patient stated that the pump emitted low and replace battery alarms. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: pump powers to the "verify" screen in accordance with normal operation. Black box dates from 11/19/2013 - 11/27-2013. Complaint was logged 11/12/2013. There is no black box data to support that timeframe. There were multiple power on resets/reboot conditions observed in current black box. The battery compartment is intact, there were no cracks. Evidence of moisture contamination inside battery compartment. The battery cap is able to fully tighten. A power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The leak test passes. Removed pump case. No evidence of additional moisture contamination inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.